Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received 3 inappropriate shocks and anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) rhythm. It was questioned why therapy was given. Boston scientific technical services (ts) reviewed the episode and discussed that the episode started in a ventricular tachycardia (vt)-1 monitor only (mo) zone, then accelerated into the vt zone. Ts stated that this was why therapy was provided. Ts discussed possible programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.